Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed but did not reproduce the upstream occlusion alarm. The ultrasonic sensor was determined to be the failing component. The upstream sensor was replaced.

Event description:
During baxter's functional testing of a spectrum pump, the device alarmed upstream occlusion when no occlusion was present. There was no patient involvement.